Event description:
It was reported to tyco healthcare kendall that a customer had an issue with a dialysis catheter. The customer stated that the red and blue injection sealing caps have "broken apart". The catheter was placed only 8 months ago.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.